Event description:
Caller alleged imprecision results with the lab. Results as follows: 2006: first test inr = 5.8, second test inr = 6.1.

Manufacturer narrative:
Inratio precision date provided by end-user lot 060218: 2006: first test inr = 5.8, second test inr = 6.1. Mean = 5.95; sd = 0.21; %cv = 3.56%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.